Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device underwent transcutaneous electrical nerve stimulation (tens). This resulted in noise oversensing and pacing inhibition associated to asystole greater than two seconds. The patient experienced dizziness, but no syncope was observed. Boston scientific technical services (ts) confirmed that the use of the use of tens related techniques is contra-indicated. At this time, no further information is available. The device remains in service and no additional adverse patient effects have been reported.